Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr femoral, catalog #: 183022, lot #: 524930, arcom patella, catalog #: 184762, lot #: 102070, vanguard cr tibial bearing, catalog #: 183420, lot #: 258870. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this report, please see associated reports: 0001825034-2018-11523, 0001825034-2018-11524, 0001825034-2018-11525, 0001825034-2018-11526. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient is experiencing pain, joint locking up causing patient to fall, and a popping noise in the knee which started approximately one month post-op. Patient reported surgeon tried injections for pain which were unsuccessful.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.